Event description:
The customer reported a discrepancy in time settings on their pump after returning from a vacation in a different time zone, which led to updates in personal profile and settings. Their blood glucose level was displayed as "low," but a specific value was not available. To address the low blood glucose level, the customer consumed glucose tablets. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.